Manufacturer narrative:
Information references the main component of the system and other applicable components are: eval code-conclusion applies to all: product ID 39565-30, serial# (B)(4), implanted: (B)(6) 2007, explanted: (B)(6) 2016, product type: lead. Product ID: 3708140, serial# (B)(4), implanted: (B)(6) 2007, explanted: (B)(6) 2016, product type: extension. Product ID: 3708140, serial# (B)(4), implanted: (B)(6) 2007, explanted: (B)(6) 2016, product type: extension. Product ID: 3550-39, product type accessory.

Event description:
No new information.

Manufacturer narrative:
The main component of the system and other applicable components are: product ID: 39565-30, serial# (B)(4), implanted: (B)(6) 2007, explanted: (B)(6)2016, product type: lead. Product ID: 3708140, serial# (B)(4), implanted: (B)(6)2007, explanted: (B)(6) 2016, product type: extension. Product ID: 3708140, serial# (B)(4), implanted: (B)(6) 2007, explanted: (B)(6) 2016, product type: extension.

Event description:
Information was received from a consumer via a manufacturer's representative (rep) regarding an implantable neurostimulator (ins) for the treatment of spinal pain. It was reported that the patient was experiencing shocking down the left leg. A diagnostic check was run and showed impedances outside of normal range. The entire system was replaced.

Manufacturer narrative:
A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
Product analysis #(B)(4): analysis information -- 2017-03-23 14:21:00 cst pli# 40 product ID# 37714. Analysis of the lead (B)(4) found that the stimulation lead body outer insulation was consistent with metal ion oxidation. The stimulation lead proximal ens insulation was also consistent with metal ion oxide. Analysis of the extension (B)(4) found that the stimulation lead extension distal end molded rubber was cut. Analysis of the extension (B)(4) found the stimulation extension distal end conductor was broken due to overstress/damage. Analysis of the ins (B)(4) found no anomalies. Due to the reported complaint, an impedance test was performed in 0.9% saline solution and good impedances were observed using an n'vision clinician programmer. The ins passed the final functional test on the automated test console. The ins failed the final functional test on the automated test console. {ins failed due to adaptive stim was not disabled prior to testing (see ngt_retest-1 attachment). Adaptive stim will be disabled prior to retest.} the adaptive stim feature on the ins was tested at the settings the ins had when it was received and no issues were noted. A lab functional test determined there was good stable output on the electrode pairs the ins had when it was received. A lab functional test determined there was good stable output on all electrode pairs. Analysis determined there were no issues when pressing on the ins can. Analysis determined the telemetry was acceptable. Due to the reported complaint, the ins was put through a long-term monitor test and functioned without issue throughout 48 hours of testing at body temperature. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.